Event description:
It was reported that the device turned itself off during a call. The pt involved was delivered to the hosp and the malfunction had no effect on pt outcome.

Manufacturer narrative:
Physio-control evaluated the device. The root cause was determined to be due to a failure of the power pcb assembly. After replacing the power pcb assembly, proper operation was confirmed and the device was returned to the customer.